Event description:
It was reported that, "the patient was placed in a suppine position and the ground pad was placed on the right thigh. The patient was then moved to the lithotomy position. Surgeon removed the pad and replaced it on the thigh. Immediately upon starting electrosurgery, a burning smell was noticed. Surgery was stopped and the pad site was checked. A 3rd degree burn was noticed. It was treated and dressed".

Manufacturer narrative:
The actual device was returned and is being evaluated by a quality engineer. No lot code was reported so the device history records cannot be reviewed. The directions for use are packaged with the device. In direction: #4 in it states, "when pt is in the final position, carefully separate the electrode from the liner. #5 apply electrode firmly. Under warnings: "do not reuse or relocate the dispersive electrode after the initial application. If dispersive electrode relocation becomes necessary during the procedure, use a new electrode. Do not attempt to reuse a dispersive electrode once it has been applied to a pt. We feel that failure to follow these directions, directly contributed to the reported pt injury. A supplemental report will be filled with the engineer's evaluation of the returned device.